Event description:
Related manufacturer reference number: 1627487-2022-04837. It was reported the patient's ipg has reached its end of service and the patient was experiencing ineffective stimulation. Surgical intervention took place wherein the ipg was replaced and a lead was added to address the issue.

Manufacturer narrative:
Date of event is estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.